Event description:
Per md, during a routine dilatation with a guidewire and an american dilator, the md felt resistance when pulling the guidewire back through the dilator. She placed an endoscope down the side of the wire and found the guidewire had made a complete loop inside the pt's stomach. Using a pediatric colonoscope she took a biopsy forceps to straighten the wire. The wire was removed. The pt had a tear in the stomach that formed a scab. The doctor feels the tear was caused by the guidewire. This was the second use of the guidewire. Per md, the next day, the pt has had no adverse effects.